Event description:
Information received from the field notes that the patient presented with complaints of symptoms. The patient was very sensitive to any loss of av synchrony. Interrogation found >2500 ohms atrial impedance. After the atrial lead was replaced and the pocket was closed, interrogation observed >2500 ohms atrial impedance. The pocket was reopened and the lead values were found to be acceptable. Therefore, a new pulse generator was placed.